Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided a2: age at time of the event unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided d4: additional device information unknown / not provided e1: reporter email address unknown / not provided g4: premarket identification k013227 h4: device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment is loosening.

Event description:
Upon reception of the product + per form the abutment updated from ah20/4 to zfx.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). On jan 30, 2024 upon reception of the product the abutment reference was provided and zimvie is not responsible for reportability of this product. /event. After additional information was received on jan 30, 2024, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0002023141-2023-03481 submitted on december 4, 2023 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.